Manufacturer narrative:
Info is unavailable, device was not returned for evaluation.

Event description:
It was reported that during a lumpectomy procedure, the clips were falling out of the device or they were scissored. They got another one to complete the procedure. There was no pt consequence. The clips were retrieved without incident.